Manufacturer narrative:
Hold for em after further review, the complaint was determined to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 1217052-2024-00036 will be cancelled.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the night shift nurse collected arterial blood samples for patients, and checked that the arterial blood collection needle was intact before collection. When the needle was unscrewed and replaced with the connector after collection, it was found that the nipple of the blood collection device was broken and could not be closely connected with the joint, and the nurse immediately redrew the blood into a new blood collector for delivery. There was patient involvement and no patient harm/adverse event reported.